Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a percutaneous procedure a 6f angio-seal sts plus was used. The pt has no significant plaque. The puncture site was in the distal right common femoral artery. The pt returned to the hospital with leg pain and sores on the right foot with progressive claudication. No additional info is available.